Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began about a month ago when readings of ¿199, 142 and 116mg/dl¿ were obtained using the subject device within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lifescan¿s criteria for precision. The patient stated that he manages his diabetes using insulin and self-adjusts the dose. The patient denied making any changes to his usual diabetes management routine in response to the reported issue and reportedly developed symptoms of ¿shaky and blurred vision¿ an unknown time after the alleged meter issue began. On (B)(6) 2014 the patient reported having his blood glucose measured by the emergency medical services hcp with a reading in the range ¿130-140mg/dl¿ and the patient was reportedly treated by consuming additional food and/or drink in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the correct testing process and approved sample site was being used at the time of testing, and the test strips had not expired. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.